Event description:
It was reported that during device implant attempt, the physician noticed that the set screw was off set and wasn't straight in the pin hole. The device was not used and a new device was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and no anomalies were found.